Event description:
In 2003, a sophysa shunt was implanted in a pt. The sohy adjustable pressure valve was set to medium pressure. In may 2003, some troubles appear for the pt. The valve was set from medium pressure to high pressure, but with a noted persisent overdrainage. The icp is unk and no 'overproteinorachie' is noted. Three months later, the neurosurgeon successfully operated the pt for revision. A new valve was used with success.